Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the device in poor condition with the right plunger cracked and the ear clip broken. A review of the event history log found that there was a check clutch/plunger lever error and there was no motor rate error. Functional testing involved occlusion testing and found the reported issue of the check clutch/plunger lever error was replicated. It was observed that the error was caused by two broken screws for the plunger tube. Based on the evidence, the root cause was attributed to a user issue due to the physical damage to the device.

Event description:
It was reported that a medfusion® 3500 syringe pump displayed a clutch, plunger lever, and motor rate error. No injury was reported.